Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely while the user was handling the device, venting connector loosen, which led to water invasion. Subsequently, abnormality of electronic parts. As a result, the suggested event occurred temporarily. The following information is stated in the instructions for use (IFU): "important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the no image issue could not be duplicated. Additional findings include the following: the scope connector contact pins failed the leak test, the plastic distal end cover had deep dents / chips / cracked channel, the bending section cover adhesive was lifted / chipped / peeled, the light guide lens had scratches, the image had 1 white dot, the insertion tube had a minor dent, the control body boot was detached, the ethylene oxide valve (eto) valve was misaligned on the scope connector, and the scope connector pins were leaking. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.